Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he went to his hcp due to high blood glucose levels, and felt that the insulin pump was under delivering. The customer felt that the insulin pump was not delivering the basal rates accurately. Troubleshooting was performed, and the insulin pump was programmed correctly. Found no delivery and low reservoir alarms in the alarm history. The insulin pump passed the prime, displacement and high pressure tests. However, the customer did not believe that the basal rates were delivering accurately. The customer stated that he is new to insulin pump therapy, and was being sent samples of different infusion sets to try to make sure he is using the correct one for his body type. Nothing further was reported.